Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was in the 40 mg/dl and 50 mg/dl range due to changes his health care professional made to the insulin pump settings. The customer would treat his low blood glucose with coke cola, sweets, or glucose. No products were returned or replaced.